Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient had an unexpected postoperative refraction. The target was -0.13 and the postoperative refraction was -1.25+0.50x095. In the surgeon's opinion the iol did not cause/contribute to the event. The potential cause was a defective lens position. Additional information has been requested.